Event description:
It was reported that the patient had presented for an implant procedure. During the procedure, the physician had noticed stains on the pacemaker. The pacemaker was wiped and implanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.